Manufacturer narrative:
The customer was uncertain how the damage occurred to the quick release lever. In the instruction guide for universal sling bars (7en160185), the care and maintenance section states: when using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom customer service provided the customer with the part number for a new sling bar. The customer will order and replace the sling bar to resolve the issue.

Event description:
Hill-rom received a report from the account stating the red quick release lever was broken off of the sling bar. The lift was located in unit (B)(6) at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).